Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. The reported blood glucose reading at the time of the call was 337 mg/dl. The customer stated that the insulin pump alarmed no delivery multiple times prior to the event, due to an occluded infusion set. Troubleshooting was performed and the insulin pump passed the prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.